Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 needle. The needle was received broken at the swaged end. Under magnification, instrument marks were observed at the swaged end of the needle. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this secondary damage may occur by grasping the needle at the swaged end during application which can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during amygdalectomy procedure, the device thread was broken, the procedure occurred for 15 minutes. They opened another suture to resolve the case. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during amygdalectomy procedure, the device thread was broken, the procedure occurred for 15 minutes. They opened another suture to resolve the case. The patient status was unknown.